Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was low impedance, with deceasing impedance with isometric exercises. It was further reported that there was a possible mode switch due to blanked flutter search algorithm in the device. The lead and device remain in use. No patient complications have been reported as a result of this event.